Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. It was reported since (B)(6) 2014 a cotton rope with jodoform has been used. It was further reported the patient stopped using aquacel ag rope and had no discomfort. Follow-up information was received via (B)(4) on (B)(4) 2014 reporting the patient's husband informed that the patient has been hospitalized since she visited the hospital ambulance on (B)(6) 2014. She had adhesions and has twice undergone a surgery. Further follow-up information received via (B)(4) on (B)(4) 2014 informed the patient is still hospitalized and that it cannot be confirmed that the hospitalization was used by aquacel ag rope. Additional follow-up information was received via (B)(4) on (B)(4) 2014 informing the patient was discharged on (B)(6) 2014 and the two surgeries were necessary because of an abscess, which was caused by a perforated gall bladder and a "purulenced" uterus. It was further reported the two surgeries were not caused by aquacel ag rope and there were no residues of aquacel ag rope found. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
It was reported that "treatment with aquacel ag rope in doctor's surgery. First time prescribed (B)(6) 2014. Female patient, secondary wound healing (perforated gallbladder). Daily change of rope. When rope was inserted and removed in surgery office the whole rope could easily be removed in one piece. On (B)(6) 2014, the rope was inserted by a nursing service and on (B)(6) physician could only remove single pieces of the rope."